Event description:
Approximately 28 months after pedicle screw installation, the pt twisted and heard a popping sound. A subsequent x-ray revealed a broken pedicle screw. A revision is currently scheduled to remove broken device.